Manufacturer narrative:
Device analysis: the ekosonic endovascular device was returned to the complaint investigation site (cis). Microscopic visual inspection of the infusion catheter (ic) showed cracking on the drug luer and coolant luer. The device was tested for leaking, and it was noticed that the device leaked water from the drug luer and coolant luer, where the cracking was present. The reported event of leaking was confirmed. Additionally, it was found that the coolant and drug luers were cracked.

Event description:
It was reported that the patient had to return to the catheterization lab for device exchange. An ekos endovascular device, 106x12cm was selected for use. The ekos device was placed, and the patient was transferred to the intensive care unit (ICU) to continue ekos therapy. While in the ICU, it was observed that the coolant port was leaking. As a result of the device malfunction, the patient was transferred back to the catheterization lab and the ekos device was exchanged. There were no reported patient complications. Following device exchange, the patient was reported to have received an adequate amount of lytic therapy during ekos treatment.

Event description:
It was reported that the patient had to return to the catheterization lab for device exchange. An ekos endovascular device, 106x12cm was selected for use. The ekos device was placed, and the patient was transferred to the intensive care unit (ICU) to continue ekos therapy. While in the ICU, it was observed that the coolant port was leaking. As a result of the device malfunction, the patient was transferred back to the catheterization lab and the ekos device was exchanged. There were no reported patient complications. Following device exchange, the patient was reported to have received an adequate amount of lytic therapy during ekos treatment.